Manufacturer narrative:
The hill-rom technician found plastic broken on the caster stem. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in (B)(4). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).